Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was skin erosion and draining at device location. No known factors that may have led to or contributed to the issue were reported. All hardware was removed and wound wash out was done. The issue was resolved at the time of the report.